Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient's healthcare provider (hcp) determined that the patient presented at the clinic on (B)(6) 2018 reporting that nine months prior they lost control of their bladder and was having urgency. Additionally, the hcp noted that the patient had lost their controller about six months prior. The cause of the device not working was not determined and the issue has not been resolved. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's internal device stopped working. The patient was advised to follow-up with their healthcare provider (hcp) and the issue was reported to have started about nine months prior to the report. No patient symptoms were reported. The patient also noted that they had lost their patient programmer (pp), but no malfunctions or complaints were reported with the pp. No complications were reported or anticipated.